Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was broken off. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the screen was discolored. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked display lcd window corner an cracked reservoir tube lip noted. Device passed displacement test and self test. No missing segment on lcd display window noted. (B)(4).